Event description:
It was reported that the patient stated that the pump of this inflatable penile prosthesis (ipp) is still not working properly after a revision surgery was performed. The patient indicated that the pump bulb is staying collapsed even after performing valve troubleshooting reset techniques. No additional information was reported.